Event description:
Caller reported an aviva system blood glucose result of 86 mg/dl at a time when the customer was symptomatic of hypoglycemia. Wife treated the customer with sugar, called ems. Thirty minutes later, aviva result was 90 mg/dl, ems result was 29 mg/dl within 5 minutes. Ems treated customer. More than 10 minutes later, ems result was 51 mg/dl, aviva result within seconds was 123 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde biliary drainage (erbd) tube replacement procedure in the hepatic portal region of a patient with two previously placed stents. (Patient age, sex, and weight are unknown). During the procedure, the stent was unable to be deployed. It was noted the delivery catheter was torn prior to use. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. Attempts were made to obtain additional details regarding the condition of the device. No information has been provided to date. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.